Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Fse ordered a blower and gave the blower to the customer. The customer replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported blower is not running. The blower is leaking air and will not pass the leak test. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.